Manufacturer narrative:
Bd received 4 samples and 2 photographs from the customer in support of this complaint. 4 returned samples and 14 retained samples were draw-tested with deionized water. From this testing, it was determined that all 18 tubes drew within specification. Evaluation of the photographs indicated 4 empty tubes. Bd was unable to confirm customers¿ indicated failure mode based on the retained and returned samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) plus blood collection tubes negative pressure is low, and blood does not enter the system. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) plus blood collection tubes negative pressure is low, and blood does not enter the system. No patient impact reported.